Manufacturer narrative:
(B)(4). The results of this investigation concluded circumferential fibrous pannus ingrowth was observed on the inflow side, which narrowed the inflow diameter, and extended onto the base of all three leaflets. Fibrous pannus ingrowth was also observed on the outflow surface of leaflet 2. A tear was observed in the base of leaflet 3, and all three leaflets had been previously dissected. No acute inflammation or significant calcifications were observed. No evidence was found to suggest the cause of the pannus and tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted in a patient with multiple co-morbidities. On (B)(6) 2017, the valve was explanted secondary to reports of congestive heart failure, hypotension and pulmonary edema due to severe aortic insufficiency. A 19mm regent valve was implanted.